Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 184 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further details were provided. The caller stated the customer's transmitter was lost during transportation to the hospital. The insulin pump will not be returned for analysis.